Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date explanted - remains implanted there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2001. Subsequently, a specialty device has been ordered for a future revision procedure due to poly wear. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2001. Subsequently, a specialty device has been ordered for a future revision procedure due to poly wear. Additional information received reported patient was revised on (B)(6) 2015.